Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2016, a bd intima-I closed IV catheter system was inserted into a patient for infusion therapy. On (B)(6) 2016, the patient complained of pain at the IV insertion site so the nurse removed the IV and applied topical magnesium sulfate and alcohol to help relieve the pain. On (B)(6) 2016, an area of stiffness approximately 1cm x 2cm was observed and a hot compress was provided. By (B)(6) 2016, the stiffness had disappeared but an area of discoloration approximately 2cm x 3cm at the IV insertion site remained.

Manufacturer narrative:
Results: although it was initially reported that a sample would be available for evaluation, a sample was not returned. A review of the device history record and the device sterility record revealed no irregularities during the manufacture of the reported lot # 5229059. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.